Event description:
According to the available information, the inlet tubing of the titan touch had a hole approximately 1-2 cm from the end of the tubing. They cut 2-3 cm off the end of the tubing and implanted. No other issues were noted.

Manufacturer narrative:
Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the inlet tube occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed on the end of the tubing. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the gray tubing of the 20cm cylinder implant had a hole approximately 1-2cm from the end of the tubing. They cut 2-3cm off the end of the tubing and implanted. No other issues were noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.